Event description:
The customer reported that on 6/2/98 he underwent stent replacement. Pt went home on 6/3. On 6/23 an ultrasound revealed a small hematoma over the artery, mild echogenic structures that had paralleled walls that may possibly represent a collagen plug. Pt went home. Returned 9/23 to hospital, groin was tender. Ultrasound was performed and showed a shadowing. Questionable infection; surgical consultation requested. Pt sent to vascular surgeon's office same day. Surgeon made incision at puncture site, took hemostats & pulled vasoseal sheath from left groin. Pt on antibiotics, no closure needed. Pt went home & to work the next day.